Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous below knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion for dilation. The balloon was inflated to 8 atmospheres on the first inflation however it ruptured at 10 atmosphere on the second inflation. The procedure was not completed due to unavailability of same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).